Event description:
It was reported to medtronic minimed that the customer called in to report that the bottom of the pump and the infusion set got caught in the steering wheel, causing the belt clip to pop out of the pump and resulting in physical damage to the belt clip rail. The event involved product(s) acc-1601,mmt-1884l. The customer reported no adverse event. The customer confirmed there was no damage to the infusion set, reservoir, or the pump's retainer ring. The damage is impacting pump functionality, as the customer is now unable to clip the pump. The customer was advised to disconnect from the pump, discontinue use, and revert to their backup plan as per healthcare provider (hcp) instructions. Instructions were provided on how to put the pump in storage mode after discontinuation. No harm requiring medical intervention was reported. Acc-1601 were not expected to return. Mmt-1884l was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.